Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694045 implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that there were high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.